Event description:
It was reported that a clinical evaluation report (cer) contained clinical data published outcomes from various medical literature sources, pertaining to calcium phosphate bone substitutes, extremity fracture treatment, kyphoplasty and vertebroplasty. It was reported in the cer that "1 of 20 patients (5%) with depressed tibial plateau fractures had the balloon break through into the knee joint". No further information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.